Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - one day after implant, the rv lead was not pacing and loss of capture was noted, so the next day the patient was sent back to the or for a lead re-positioning. The lead's helix couldn't be unscrewed, so it was removed and another was implanted. The provided explant date was reported as (B)(6), but the event clearly states it was explanted on (B)(6), so that is the date we will report.